Event description:
It was reported that during the implant of this right ventricular (rv) lead measurements were not acceptable. It was advised to reposition the lead to get better measurements, but the helix got stuck and inspection of the lead on fluoroscopy showed that the helix was stretched. The lead was thus not used and close inspection of the lead helix confirmed that the helix was damaged. The lead was not returned despite efforts to obtain this information. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right ventricular (rv) lead measurements were not acceptable. It was advised to reposition the lead to get better measurements, but the helix got stuck and inspection of the lead on fluoroscopy showed that the helix was stretched. The lead was thus not used and close inspection of the lead helix confirmed that the helix was damaged. The lead was expected to be returned. No adverse patient effects were reported.